Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic angiogram procedure. Reportedly, the clip of the starclose se device was deployed; however, when attempting to remove the starclose se from the patient it became stuck. It was thought that the vessel locator wings had been closed. The access ports and safety release were used and the device was able to be removed. There was no tissue damage noted. The clip of the starclose se achieved hemostasis. Adjunctive manual compression was held for non-arterial tissue tract oozing. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.